Event description:
It was reported that a bioraptor knotless hip anchor failed during a hip labral repair, the internal screw came out when the doctor removed the inserter. The surgeon proceeded to retrieve the internal screw with success, which left the remaining anchor in the bone with the suture. At this point, the anchor broke. The procedure was completed with other anchor and sutures, with separate pilot holes which required drilling in addition to the one already prepared. There was a delay shorter than 30 minutes and no further patient impact was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported bioraptor knotless suture anchors (2), used in treatment, will not be returned for evaluation, however photographs were supplied. Examination of the photographs confirmed the reported complaint of anchor breakage on both devices. The inner plugs on each device have also been retracted into the outer shaft. One device shows the inner shaft is bent. The clinical information that was supplied was reviewed which stated that the surgeon ¿removes the inserter from the anchor to use as a suture positioner, before locking off the anchor¿. This method of use is not recommended in the device instructions for use and likely led to inner plug being pulled out of the anchor body and the breakage of the anchors. Per the device instructions for use under precautions ¿rotate the torque limiter only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint¿. The instruction for use also outlines additional precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.